Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the customer went swimming with the pump. Customer's blood glucose was 270 mg/dl. The customer reverted to manual injections for insulin therapy.